Event description:
The initial reporter received a questionable elecsys ft4 iii result for one patient sample with a cobas e 801 module. The initial ft4 result was 0.0630 ng/dl. On (B)(6) 2021, the repeated result was 1.70 ng/dl. It is unknown if the questionable result was reported outside of the laboratory. The ft4 reagent lot number was 541093. The expiration date was requested but not provided.

Manufacturer narrative:
The field service representative replaced the sample probe as damage was observed on the sample probe cable. The investigation is ongoing.

Manufacturer narrative:
Upon review of data and camera images from the analyzer collected a few days after the event, it was found that a high number of aliquoted samples had droplets on the sidewalls of the containers. This is consistent with erroneous sample pipetting. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.